Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site and confirmed the defective speaker. The speaker was replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Event description:
Philips received a complaint on the intellivue mp70 indicating the device failed to alarm audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.